Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty loading the cartridge due to resistance. It was also reported that the customer received a minimum fill notification when attempting to fill the cartridge. The customer's blood glucose (bg) level was 399 mg/dl. The customer administered manual injections to address bg level. The customer was able to successfully load a new cartridge prior to contacting tandem technical support.